Manufacturer narrative:
(B)(4). The rt051 interface is used to deliver humidified oxygen to pts. The rt051 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the pt's neck or attached to the pt's clothing or bedding to remove the load of the breathing circuit from the pt's nares. The hosp advised that the complaint interface had been discarded, so no product was available for return to fisher & paykel healthcare. An investigation of the complaint was carried out based on the event description. Results: the rt051 interface came apart between the nasal prongs and the plastic base. A lot check was not performed as no lot info had been provided. Conclusion: without the return of the complaint device, we are unable to determine the root cause of the separation. The rt051 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. (B)(4).

Event description:
A hosp in (B)(6) reported that an rt051 adult nasal interface "came apart where the silicone attaches to the plastic side of the cannula", between the nasal prongs and the plastic base. No pt consequence was reported.